Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band "port leak". The leaking port was "first noticed on [date] when [surgeon's name] performed a "swallow study" and there was "less fluid than recorded in the adjustment record." The port was removed and replaced.